Manufacturer narrative:
Conclusion: based upon the info received and the visual examination, it was concluded that both instruments were returned non-functional. The instruments were disassembled and were found to have damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
During a lung resection the ez45b, serial number 0280, fired without difficulty on the first firing. After it was reloaded, no staples were formed. Another ez45b was opened, serial number 0278, and also locked out. The case was finished with a competitive product. There was no consequence to the patient.